Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had a compromised force sensor system alarm on their insulin pump. Customer also stated insulin was squirting out. The customer also reported receiving a battery out limit alarm when they did not leave the battery out for a longer time allowed by the insulin pump. The customer declined to troubleshoot for their battery out limit alarm. Customer's blood glucose was unknown. No additional information provided.